Manufacturer narrative:
The pump passed the displacement test, but alarmed during basic occlusion test due to a loose/protruded drive support disk. The pump had a cracked lcd window, a cracked case at the lcd window corners, a broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that the pump will not prime and takes him back to rewind. Customer was advised to discontinue use of the pump. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.